Event description:
It was reported that the patient¿s lead was replaced due to an impedance issue. It was unknown if the impedances were high or low.

Manufacturer narrative:
Product ID 3998, lot# va0lt72, implanted: 2015 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).